Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that three weeks ago, he fell into a swimming pool while wearing the insulin pump. Customer stated that the insulin pump was completely submerged in water. Customer stated that he submerged the insulin pump in rice afterward and has not had any functional problems with it since then. Blood glucose level at the time of the call was not provided. No further information was provided.